Event description:
Customer reported that the battery door is missing from the alarm. Also that the alarm may power on intermittently. The issue was discovered prior to use and there was no pt contact. Eval for the returned product shows the battery door is intact. The battery springs are bent.

Manufacturer narrative:
(B)(4): eval: results: eval for the returned product shows that the alarm did not power on when tested using new batteries. The battery springs are bent. The alarm battery door is intact. Mgr references file # (B)(4).